Event description:
Another night, another problem with the malem alarm which I purchased for my (B)(6) y/o boy. The alarm keeps getting hot within 15 minutes of use and then an hour later, it's so hot that we have to take it off. I have tried replacing the batteries but that didn't help either. This is the 5th night in a row that this alarm has gone hot within an hour of use. Keeps making a clicking sound like something is stuck. If it keeps getting hot like this, it will burn something. So I have stopped using it before it can cause harm. I will return to (B)(6).